Event description:
It was reported that when turning on the programmer, it would not boot up, and an error screen appeared. The service repair disk was run two times. Intermittent start-up issues were indicated. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that when turning on the programmer, it would not boot up, and an error screen appeared. The service repair disk was run two times. Intermittent start-up issues were indicated. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis found an error in the error log, as a result the printed circuit board was replaced and calibrated. It was also noted that the right and left keyboard hinges were broken, the keyboard slide assembly was missing, the keyboard was damaged and the power cord door was damaged. (B)(4).